Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported noisy image issue could not definitively be determined, however, the issue was likely the result of observed leakage at the bending section and an ingress of water into the scope resulting in an electronic component malfunction. The event can be detected by following the instructions for use which state: 3.6 inspection of the endoscopic system inspection of the endoscopic image ¿observe the palm of your hand using the wli and nbi endoscopic images¿. ¿1. Before inspection, wipe the objective lens using a clean, lint-free cloths¿. ¿2. Turn on the video system center, light source, and video monitor. Inspect the endoscopic image¿. ¿3. Adjust the brightness level as appropriate¿. ¿4. While observing the palm of your hand, confirm that the examination light is on and that the endoscopic image is free from irregularities¿. ¿5. Angulate the endoscope and confirm that the endoscopic image is free from irregularities¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd endoeye laparo-thoraco videoscope exhibited image issues during preparation for use for an unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, image noise occurred due to damage to the imaging unit, and the image did not appear. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1: saitama medical university saitama medical university general medical centerthe device was returned to olympus for evaluation and the customer's allegation was not confirmed. During the evaluation, it was determined that due to damage on charge-coupled device (ccd) unit, image noise occurred, and the image could not be seen. Additionally, the evaluation revealed the following findings: due to a cut on bending section cover (a-rubber), water tightness was lost; adhesive on bending section cover (a-rubber) had a chip; bending tube had a dent; switch #1 was damaged; due to damage on lock engagement lever, bending section could not be fixed firmly; video connector case had a crack; and scratches were found on multiple components of the device.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.